Event description:
Customer reported issues with the insulin pump. Customer states that there was a button error alarm and the buttons were not working. The blood glucose reading is 126 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.